Manufacturer narrative:
Method, results and conclusions codes: investigation: the returned unit was functionally tested and the report of leakage was confirmed. The leakage portion was examined under magnification and a scratch was found approximately 0.45mm in length. A review of our complaints history confirmed this to be the first complaint for the possible lot numbers identified. Though there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during manufacture. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: as the unit worked as intended for six days it is unlikely the result of a manufacturing error. We have determined the root cause for this incident is that the cuff became damaged following insertion through the stoma. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the patient's anatomy can be experienced. This report has been logged for trending.

Event description:
Smiths medical international ltd., has been notified of leakage through the cuff after in place for six days. An alarm of a ventilator beeped and leakage was confirmed. It is not known if the unit was pretested per instructions for use. No adverse outcome. Event occurred outside the united states.